Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v855145, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n293627, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient wanted to adjust stimulation for his pain. When he would increase stimulation too much he would feel burning in his legs. It would go away if he turned stimulation back down. When the patient¿s pain got bad the implantable neurostimulator (ins) wouldn¿t help and sometimes would make it worse. A surging feeling was experienced before and he would like to get that feeling back. This was described as a ¿vroom vroom¿ feeling. Stimulation adjustments were reviewed. It was stated that the patient had been in excruciating pain and the stimulator wasn¿t touching the pain in his lower back and all the way down his right leg. It was noted that this was the pain that the device was implanted for. It hadn¿t helped with his high pains since implant. After making adjustments, the stimulation was staying on the right side a little better than before, but he still wanted to do further reprogramming. Follow-up was conducted but the healthcare provider did not have the patient registered as a patient. Further follow-up was performed to determine if the patient had received any further assistance for reprogramming and if they had any further concerns. This event will be updated if additional information is received.